Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that ongoing intermittent instances of unexpected shutdown, no additional information was provided. There was no reported adverse impact to the customer's blood glucose level.